Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a melted plug adapter. The unit could not be plugged into a working ac electrical outlet due to the plug adapter being melted. Testing revealed that the melted plug adapter of the ac power adapter¿s main pcb caused the merlin@home transmitter to not power on. The surge protection safety feature causes the power supply to stop functioning, making the unit non-operational.

Event description:
This report is to advise of an event observed during analysis.